Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient this system was hospitalized due to a small wound infection around the thorax location of the associated electrode. The patient had reportedly lost approximately 8 kilo. Since implant and notably thin in stature. The system was confirmed to be operating normally and no microbials were identified. The wound site was cleaned and medication administered; however, no device and or electrode changes were required.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient this system was hospitalized due to a small wound infection around the thorax location of the associated electrode. The patient had reportedly lost approximately 8 kilo. Since implant and notably thin in stature. The system was confirmed to be operating normally and no microbials were identified. The wound site was cleaned and medication administered; however, no device and or electrode changes were required.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient this this system was hospitalized due to a small wound infection around the thorax location of the associated electrode. The patient had reportedly lost approximately 8 kilo. Since implant and notably thin in stature. The system was confirmed to be operating normally and no microbials were identified. The wound site was cleaned and medication administered; however, no device and or electrode changes were required. Subsequently, the system was removed for ongoing infection concerns. No return of product is expected and no information received regarding a replacement system.